Event description:
The tech alleged that the brake casters will set but are not holding. No pt impact.

Manufacturer narrative:
The tech replaced the brake caster, the brake steer pedal bar and the brake caster supports to resolve the issue.